Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including increased pump powers, flow changes, and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported about a dt2 study patient that the patient presented to ER with hematuria, increased pump power, and increased flow readings. Log files were sent to the manufacturer for analysis. Patient was asymptomatic. Inr was 1.5. Ldh was 1290. Patient was started on heparin and given tpa. Pump parameters normalized. Later in the day on (B)(6), parameters began to rise again. Log files sent again. A second dose of tpa was given. With that dose, pump parameters returned to normal values but ldh remained slightly elevated. Pump thrombus was not officially confirmed. Patient is doing well and was discharged home and the pump remains implanted.